Manufacturer narrative:
Concomitant medical products: product ID 8780, lot/serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) asked for instructions on how to perform a dye study; hcp noted that for about the past 2 months the patient had been experiencing "erratic relief." A computed tomography (CT) was done yesterday. They tried a single bolus and the patient was "not getting the relief they normally get." Hcp attempted to aspirate the catheter but was unable to draw anything back so dye study was not completed. There were no active alarms. Technical services reviewed option to check pump reservoir for accuracy or consider revision if necessary. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service.

Event description:
Additional information received from a healthcare provider (hcp) reported at a pump refill on (B)(6) 2023 the expected was 2.9 ml and they got back 14 ml. The patient was scheduled for a pump replacement since the pump would be reaching end of service soon. The hcp confirmed there were no alerts indicating a problem with the pump. It was stated the patient had the pump for bladder issues and is sensitive to the bupivacaine and felt the pump wasn't as potent as it had been before their last refill for the last couple months. The hcp reported at the previous refill the expected had been 3.9 ml and they got back 5.5 ml. It was reported a dye study had been performed an no problems were seen. Technical services reviewed that since the pump was functioning, there could still be a problem with the catheter that the dye study did not identify. There was also some questions on if the catheter was placed in a good spot when the patient last had it replaced. The hcp stated that the patient felt from the very beginning that there was something wrong, so the patient and surgeon agreed that the catheter would be revised as well when they replace the pump. The hcp stated they were the managing physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.